Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, restenosis occurred. A 2.5x12mm taxus express2 drug eluting stent was placed in the lesion. No patient injuries or complications are reported. Approximately 4 years later, the stent was ¿100% restenosed per the results of a recent cat scan.¿ additional information was requested but is not available.

Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed(B) (4)